Event description:
It was reported that the guidewire became stuck in the catheter during procedure. They were unable to advance or pull back the guidewire. The device was removed and replaced with a new one. Tissue was observed at the tip of the device. The procedure was completed successfully without patient complications. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).